Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 6.2, lab: 3.3. Customer was unable to provide time between testing. Patient's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 6.2, ref: 3.3, mean: 4.75, confidence limits: 2.6-6.9, result: pass. Reported results are within the confidence limits for passing accuracy comparison. Results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. Exhaustive in-house testing on the reported lot has left no remaining strips for further testing. In-house therapeutic donor testing was performed with retain strips on lot 253024; results as follows: (B)(4). Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. (B)(4). Action threshold ((B)(4)) has been reached. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time as no product deficiency was established.